Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display window was broken and the keyboard window was torn. It was also noted that the upper and lower case halves were broken and contaminated, knobs were contaminated, both bail covers were replaced as a preventive measure, the lead flex cover was damaged, the battery contacts were compressed, both bails and ring were bent, the battery drawer was broken, the serial number label was torn and there was a line on the lower part of the display. (B)(4).

Event description:
It was reported the epg (external pulse generator) was dropped, and the lcd (liquid crystal display) and plastic lens to the lcd were broken. The touchpad was also torn. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.